Event description:
Information received indicates the brake is not holding. The caster is locking but continues to swivel from side to side.

Manufacturer narrative:
The technician replaced one caster and two caster supports to repair the bed.